Event description:
It was reported that the patient received twenty-two inappropriate shocks from the device for atrial tachycardia as the device did not discriminate. It was also reported that the atrial lead had high thresholds, oversensing of farfield r-t waves and undersensing of true atrial events in order not to sense farfield signals. The patient¿s medications and the device¿s settings were changed. The device and atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the atrial lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the atrial pacing impedance trend was rising. Continuation: model d224drg implantable cardioverter defibrillator - implanted: 2010-(B)(6); model 694765 implantable tachy l ead - implanted 2002-(B)(6). (B)(4).